Event description:
It was reported to philips that there was low disk space for images during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software and performed backups. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).